Event description:
It was reported that during a mini-invasive spinal procedure to implant posterior fixation system at l4/5, the break off diver would not hold the break off set screw. It was found that the tip of the inner tip of the driver was deformed. The inner tip was adjusted by a tool at the hospital. The instrument worked and was used again to treat the patient without further incident.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.